Manufacturer narrative:
Batch review performed on 02 october 2018; lot 153758: (B)(4) items manufactured and released on 12 novemebr 2015. Expiration date: 2022-09-24; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 reference 02.07.0034rp (k090988); lot 166110: (B)(4) items manufactured and released on 23 november 2016. Expiration date: 2021-11-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to laxity 1 year and 2 months after the primary surgery. The surgeon swapped the poly and the patella resurfacing (left knee). The patella was not well fixed. Same patient of MDR 2018-00750.